Manufacturer narrative:
(B)(4)

Event description:
It was reported that the patient experienced diaphragmatic stimulation presented in the operating room. The lead was capped and replaced successfully. The patient was in stable condition and would continue to be monitored.